Event description:
It was reported that ventricular lead observed oversensing as the sensing integrity counter registered a high number of short v-v intervals. The lead remains in use. The lead integrity alert software was added and will continue to be monitored. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.